Event description:
Surgeon used stapler, but staple line had bleeding, concerning for incomplete occlusion. Surgeon feels the stapler malfunctioned. Manufacturer response for just right 5mm surgical stapler, just right surgical (per site reporter). Unknown, or materials manager contacted rep.